Event description:
On 09/22/2008, nipro medical received report from FDA regarding an incident with the safetouch ii safety avf needle. Report states that after the dialysis treatment was finished, staff could not activate safety mechanism on needle. No injury to pt or staff was noted.

Manufacturer narrative:
Nipro renal specialist spoke with initial reporter on 9/24/2008. She stated the root cause of the problem was related to the use of ethyl chloride spray used on patients prior to cannulation. Evaluation is ongoing at manufacturing facility.